Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR date was not available at time of this report. The returned device showed signs of wear with a twisted tip of the driver. The device malfunction was related to user handling and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported a stripped hex tip on the solera driver. There was no pt present.